Event description:
Customer called customer service to receive information on the normal control solution ranges for his adc blood glucose test strips. Customer further reported he self-injected glucagon. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is a final report. The complaint involved a training issue, hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted.